Event description:
It was reported that sometimes post drainage catheter placement procedure, crack was allegedly noted to hub of drain connection. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2024. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post drainage catheter placement procedure, crack was allegedly noted to hub of drain connection. It was further reported that air was allegedly getting into the circuit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10f navarre drainage catheter was received for evaluation and one photo was provided for review. Visual and microscopic evaluations were performed. The device appeared to have a crack on the catheter hub. The photo shows the valve of the navarre drainage. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported air or gas in device issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 12/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post drainage catheter placement, a crack was allegedly noted to hub of drain connection. It was further reported that air was allegedly getting into the circuit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one navarre drainage catheter was returned for evaluation and one photo was provided for review. Visual and microscopic evaluations were performed on the returned device. The catheter hub appeared to be fractured and a portion of the hub appeared to be missing. The edges of the fracture on the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture, air/ gas in device and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2024), g3, h6 (device, result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.